Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years ago from the date the manufacturer became aware of the event. Explant date: few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2316-50 serial: (B)(4). Batch: 18519019.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not working anymore. The patient underwent an explant procedure and the explanted devices were not returned.